Event description:
It was reported that this system had exhibited high out of range shock impedance indicator. It was noted that during device evaluation there was some undersensing. It was also noted that there was some noisy signals that were contributed due to the damaged electrode. The entire system was explanted and replaced with a transvenous system. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported. The device was later returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system had exhibited high out of range shock impedance indicator. It was noted that during device evaluation there was some undersensing. It was also noted that there was some noisy signals that were contributed due to the damaged electrode. The entire system was explanted and replaced with a transvenous system. This is considered a serious injury as surgical intervention was required. No additional adverse events were reported.